Manufacturer narrative:
The investigation of aic - controller failure (red alarm) has been completed. The console was returned for evaluation. Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the reported failure mode was reproduced during testing at the field service. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring communication channel. The root cause of the "system self check failure" was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The complainant reported the automated impella controller had a "system configuration not possible, replace console immediately" error. The console was replaced and there was no patient harm.